Event description:
It was reported that the pulse generator exhibited premature battery depletion. In (B)(6)2011 the device displayed over 10 years of expected longevity. The pt had not been to the clinic in over a year. The device interrogation showed the device had reached eri in (B)(6) 2011. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the rf module was suspected to be the cause of the high current drain and premature battery depletion.